Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter device cap separated from the needle. This was discovered during use. The following information was provided by the initial reporter: the patient punctured peripheral indwelling needle on (B)(6) 2020 at 8:20 a.m. On (B)(6) 2020 the heparin cap felled off from the needle. The indwelling needle was removed and replaced another one.

Event description:
It was reported that bd insyte¿ IV catheter device cap separated from the needle. This was discovered during use. The following information was provided by the initial reporter: the patient punctured peripheral indwelling needle on (B)(6) 2020 at 8:20 a.m. On (B)(6) 2020. The heparin cap felled off from the needle. The indwelling needle was removed and replaced another one.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.